Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to boot up. The philips field service engineer (fse) visited system onsite and reviewed log files, which showed tsm missing message. Upon troubleshooting, the fse found that there was no power to the system due to defective power distribution unit. The supplier's part analysis conclusively determined the cause of the pdu failure was due to defective fuse, power supply unit (psu) 1 and psu 2. To resolve the issue, the fse replaced pdu fan tray, dcps and f6 fuse, then performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.